Event description:
It was reported to the company that the pt was hospitalized due to an infection which was not meningitis. The pt experienced sound quality issues after he was released from the hospital. The pt was prescribed antibiotics by the doctor for a blister on the eardrum which had burst. It was reported that the pt had a hole in his eardrum after a blister bust. Testing performed on the device was inconclusive. The doctor will obtain a temporal bone CT scan. Advanced bionics is in the process of gathering more information.